Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding an external neurostimulator (ens). The patient reported that she had the trial (B)(6) 2018 and she didn¿t get much pain relief. The patient reported that the doctor said she might have moved a wire. The patient reported that she had doubts and didn¿t know if the device was going to give more relief than the trial. The patient reported that she didn¿t have the flexible motion like she hoped. The patient reported that her movement was hindered by her pain. The patient reported that she didn't know the circumstances that led to her not getting much pain relief. The patient stated that her doctor felt she probably moved the wrong way and moved the leads. The patient reported that nothing was done in regards to not getting much pain relief, her doctor just scheduled the permanent implant surgery. The patient stated she put the surgery off because she was not positive it was what she wanted or needed. No further complications were reported.